Event description:
It was reported that, during an office follow-up, the low energy shock impedance was less than 30 ohms. Review of historical data found the implant impedance in 2019 was seven ohms. The implant defibrillation test in 2019 was successful at 65j. Also today, the smart pass feature was found off. Technical services advised it may be due to small signals or long pauses. The clinic may send in device data for further analysis. There were no adverse patient effects. The system remains implanted.